Manufacturer narrative:
The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrive onsite and found that the hose was damaged causing water to leak onto the floor. The unit has been removed from service pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported water was leaking from their amsco 600 sterilizer onto the floor. No report of injury.